Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the vessel sealer extend instrument be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. No image or video clip for the reported event has been submitted to isi for review. The batch sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required, in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted hemicolectomy-right surgical procedure, the vessel sealer extend would not work and it was closed. The blade was blocked/exposed. The procedure was completed with no reported injury. On 10-aug-2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use. At the time of the issue, the surgical task was the cutting of the ileocolic artery. The issue involved a sealing with an impossibility of cutting. In addition, the issue occurred during the first cutting and the instrument worked from 2 minutes prior to the sealing issue. The jaws were unable to be opened. Moreover, errors occurred when the vessel sealer issue occurred. However, no tissue was ever cut that was not fully sealed. The target tissue was the ileocolic artery, and the target tissue was not under tension during the sealing/cutting process. The vessel was not greater than 7mm in diameter and there was no evidence of vessel calcification. It was further reported that the jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. The surgeon believed that the partial opening of the jaws prior cutting caused the vessel sealer issue. There was a video available for isi review. However, as of the date of this report, the hospital has not yet forwarded the video to isi. Furthermore, due to its privacy policy, the hospital did not provide patient demographics nor any relevant tests and patient history.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer-reported complaint the vessel sealer extend instrument would not work. The blade was blocked/exposed. Failure analysis found the primary failure of low torque to be related to the customer-reported complaint. Based on a log review of, the instrument had 1 low torque failure: grip torque is found to be outside the expected range. However, the low torques failure was unable to be replicated during in-house testing due to repeated initialization failures when installed on the in-house system. The grip force test was unable to be performed. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028". The housing was removed, and no loose cables were observed. Additionally, the instrument was placed on an in-house system and repeatedly failed initialization, with error code 22026. Visual inspection was performed, and a dislodged blade was observed after each initialization failure. The grip tips were unable to close fully when the grip open lever is manually actuated off the system. The knife was manually driven out and no damage to the knife cable was observed. This instrument was transferred to engineering for further investigation and the initial failure analysis results were confirmed. It was noticed the instrument¿s jaws would not fully close. The instrument's shell was removed, and the internal components were inspected. It was noticed that the grip shaft was not moving with the grip keg during the upward motion, and it was found that the retaining ring was missing. The ring may have fallen out during disassembly or was lost at some point as it was not found in the proximal end of the instrument. The root cause for a missing retaining ring is typically attributed to manufacturing and can occur if the ring is not properly installed. The root cause of the vessel sealer extend not working is attributed the missing retaining ring. Isi received a video clip related to the alleged complaint. The clinical development engineer conducted a review of the video clip, and the following additional information was provided: the vessel sealer extend (vse) was brought in to seal an artery that already has been skeletonized and clipped. Bipolar energy was used in the first 2 activations (hand controls were not closed all the way, so seal energy was not enabled). The user transitions to seal energy, then a message appears to check the amount of tissue within the jaws and that the seal cycle may be incomplete. A message appears shortly after that indicates a sealing failure and to remove and reinstall the instrument. It appears that the vse cannot open the jaws at this time. A monopolar curved scissor (mcs) instrument was used to cut one side of the artery instead of using the manual release to open the vse jaws. After cutting one side, the user utilizes the manual release to open the jaws and release the rest of the artery. The vse is then removed from the surgical field.